Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error a bolus anomaly on her insulin pump. The customer's blood glucose was 212 mg/dl. The customer stated that she cleaned out the battery cap compartment with alcohol and cotton swab and took the battery out for 10 minutes. The customer stated that when she put a brand new battery inside the pump, the bolus stopped working. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.